Event description:
It was reported the patient had not charged for a couple of months due to not needing therapy. It was noted another appointment would be scheduled for recovery of battery. It was reported there was a suspected overdischarge. No physician mode recharge (pmr) was performed. There were no symptoms or complications related to the event. An appointment was planned for january 28, 2013. Follow up reported there was an end of service (eos) message present. It was noted the patient had done approximately three pmr¿s. It was also noted the patient did not have any previous overdischarges. Further follow up reported the patient was referred for replacement. It was noted there was no hospitalization related to the event and no injury to the patient. Follow up reported an overdischarge was confirmed. The cause of the overdischarge was patient compliance. A pmr was performed successfully. It was noted it took three trickle charges but they were able to charge the unit normally. It was noted the stimulator was charged to 75% and then charged again the following morning because the battery was at 0%. When the representative met the patient the battery was at 50%. It was noted ¿after performing the power on reset (por) it was discovered the battery was at end of service (eos). It was noted the patient was experiencing increased pain in their legs from not being able to use their stimulator. An impedance check was unremarkable. No further interventions or troubleshooting was performed. The managing physician was notified and the patient was being scheduled to have their battery replaced, it was noted the date had not been set. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).